Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information provided a conclusive cause for the reported death cannot be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article titled, outcomes of urgent/emergent transcatheter mitral valve repair (mitraclip): a single center experience.

Event description:
This is filed to report death. It was reported through a research article that from january 2018 to march 2019, 20 patient patients underwent urgent/emergent transcatheter mitral valve repair with a mitraclip. Over the 14-month period, the mitraclip may have contributed to death. Details are listed in the article, titled ¿outcomes of urgent/emergent transcatheter mitral valve repair (mitraclip): a single center experience.¿ no additional information was provided.